Manufacturer narrative:
The reported difficult to open or close-gripper actuation single during procedure could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and therefore was not returned). The reported entrapment of device and image resolution poor during procedure could not be replicated in a testing environment as it was related to patient or procedural / operational circumstances. The reported gripper line break, however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue resulting in entrapment of device appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Image resolution poor is related to procedural conditions as imaging quality was reported to be difficult. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xt (lot: 40708r1102) was chosen for implantation. Imaging quality was poor. The gripper on the anterior side could not be confirmed by ultrasound. Further investigation revealed the gripper line was broken. The gripper had lowered on to the leaflet so the clip could not be retrieved despite attempts. The device was deployed in place and reduced mr to grade 1. No additional intervention was performed.